Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is getting an off no power alarm on the insulin pump. Customer stated that the pump was in her pocket. Customer got a failed battery test alarm when she put the battery back in the pump after checking the type of battery. Customer stated that the battery was not previously used and the pump was not dropped. Customer stated that there were unattended alarms. Customer was advised that unattended alarms will drain the battery. Customer was advised to monitor the pump. Customer declined to troubleshoot for the failed battery test alarm.